Manufacturer narrative:
The event occurred in (B)(6).

Event description:
On (B)(6) 2014, it was reported that during the night the luer clip on the patient's infusion set broke off and the tubing came loose. The patient's blood glucose level was elevated to 20 mmol/l and her ketones were 3 mmol/l. No adverse event was reported. The infusion set was requested to be returned for product evaluation.